Event description:
It was reported during a device exchange that the right ventricular lead became damaged after being disconnected from the old device. The connector pin detached and this detachment resulted in a loss of sensing and increased pacing impedance. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.

Event description:
It was reported during a device exchange that the right ventricular lead became damaged after being disconnected from the old device. The connector pin detached and this detachment resulted in a loss of sensing and increased pacing impedance. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.